Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.7., e.3., g.3., h.6.

Event description:
Event occurred on left side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported capsular contracture, baker grade iii of unknown side. Device remains implanted.